Event description:
The customer observed platelet levels failing from a coulter ac t diff 2 analyzer while performing startup. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/01/2015. The fse found contaminated diluent tubing. He performed decontamination procedure and the instrument ran without any platelet, plt, failures. The repairs were verified per established service procedures. (B)(6).